Manufacturer narrative:
G4:23nov2020. B4:10dec2020. The gas delivery system (gds) was returned to failure investigation (fi) for analysis. The out of specification u1 on the air flow sensor printed circuit board assembly (pcba) created the air flow accuracy test to fail and the low leak-carbon dioxide (co2) rebreathing risk. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18may2020.

Event description:
The customer reported a ventilator with a low leak carbon dioxide rebreathing risk. The manufacturer's field service engineer (fse) confirmed the reported problem. This event was reported to have occurred during clinical use. The device was swapped out for another without further incident. There was no allegation of harm associated with this report. The fse concluded there was a failure of the air and oxygen flow sensors. The fse therefore replaced the gas delivery system to address and correct this reported event.